Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 265 mg/dl, which was treated with manual injection. The customer stated that they had called for the same issue earlier, but no troubleshooting was done because they had already changed the infusion set before calling. The customer was calling back for another no delivery alarm. Troubleshooting was performed and everything was within specification. The infusion set was removed from the customer's body and the cannula was not bent. The customer stated that they insert the infusion set in their stomach, sometimes manually and sometimes with the serter. The customer was advised that the insulin pump was working as designed but the customer stated that they had the no deliver alarm occurred many times and wanted the device replaced because they felt uncomfortable using the device. The discontinuation of the device was advised. Nothing further was reported.